Manufacturer narrative:
The abbott spain affiliate reports that the customer informed them of a user error in setting the infusion rate for the device. The pump was tested at the international testing center. Abbott ireland finisklin. The pump passed performance verification testing. It was received with a "loose part/assembly" (flow detector) which was not related to the event. The frequency of death or serious injury reports for code 102 (overdelivery) for lifecare model 4 products is 0.58/million sets.

Event description:
Additional info received from the abbott spain affiliate states: "the complainant explained to us that they didn't dosify the drug at the appropriate flow while it was connected to the pt." The customer indicates setting the pump at the incorrect rate.